Manufacturer narrative:
On 01/07/2016 a medtronic representative performed a navigation system check-out, software area passed. Hardware test failed. Axiem communication; optical communication. An imaging system scan blue demo spine on both sides of imaging system using both trackers and navigation system. Both scans were accurate when touching known anatomical points on the spine demo using passive planar. The site biomed representative stayed and witnessed the accuracy. Issue resolved. System performed as intended. On 01/07/2016 a medtronic representative, following-up at the site, reported taking imaging system spins using both trackers and could not replicate the inaccuracy. The site continuied to use this navigation system in a subsequent procedure and everything was accurate. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, operating room radiology manager, alleged that while in an imaging system, cervical spine procedure, they experienced an approximate 10 millimeter inaccuracy while navigating. The tip of the probe showed up inferior to where it actually was. Left/right accuracy was deemed normal. In trouble-shooting, the site took 2 more spins and the inaccuracy remained the same. For the cervical procedure, they were using a mayfield and cranial reference frame with an articulating arm attached to the bed. Navigation was still used to start the procedure, then the surgeon finished the procedure without it and a confirmation spin showed that screw placement was acceptable. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.